Manufacturer narrative:
On april 29, 2025, mentor became aware that the replacement serial numbers used on (B)(6) 2025 were (B)(6) on the right side, and (B)(6) on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 21, 2025, the mentor failure analysis lab received a second device with same lot number and was evaluated. On may 26, 2025, device evaluation was completed as follows: mentor conducted a visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned device revealed that the smo ro mod pro boost gel 340cc breast implant was found to have a tear on the posterior view measuring approximately 0.4 cm. Leak testing was performed, in accordance with mentor procedures, and no other areas of gel exposure were detected during the analysis. A microscopic examination was performed on the edges of the rupture found, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Below updates are performed per additional information received on march 4, 2025: - date of event under field b3 has been updated to february 12, 2025. - field d1 for brand name has been updated to "mentor memorygel boost breast implant" - field d1 for brand name has been updated to "mentor memorygel breast implant" - field d2a for common device name has been updated to "prosthesis, breast, noninflatable, internal, silicone gel-filled" - field d2b for procode has been updated to "ftr" - field d4 for catalog number has been updated to "smpb340" - field d4 for lot number has been updated to "9983388" - field d4 for serial number has been updated to (B)(6) - field d4 for unique identifier( UDI) has been updated to "(B)(4) - fields d6b for explantation date is march 31, 2025 - field g4 for PMA/ 510(k) has been updated to "p030053". Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade iii. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 6, 2025, mentor became aware that there was no rupture and date of surgery was on (B)(6) 2025. The following updates have been made on this form: fields d6b have been updated to (B)(6) 2025. Field h6 for device problem code has been updated to "adverse event without identified device or use problem". Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Manufacturer's reference number: (B)(4). .

Event description:
It was reported that a 48-year-old hispanic female patient underwent revision breast augmentation with unknown size unknown saline implants and experienced breast implant deflation on her right side. As a result, the patient is scheduled for unilateral replacement surgery on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot, and serial number for the device involved in the event was not provided, the full UDI is currently not available. D6b explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 21, 2025, the mentor failure analysis lab received the device for evaluation. On may 26, 2025, device evaluation was completed as follows: during the visual evaluation, no apparent damage or visual anomalies were observed on the smo ro mod pro boost gel 340cc returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).